Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation from his scs system. An sjm representative met with the patient for system reprogramming which initially resolved the issue. However, autoreducing began and the patient continued to experience ineffective stimulation. Surgical intervention took place on (B)(6) 2016 to address the issue at which time the lead connection was interrogated, but the patient's stimulation issue persists postoperatively. The patient will follow up with his physician to determine the next course of action to address the issue. The patient had two model 3146 leads from the same lot implanted as part of his scs system.